Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 30 mg/dl: cause of bg not known. Reportedly, the customer also had a seizure during the event. Customer was treated with intravenous fluids of dextrose to address the bg. Customer was discharged two days later, (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check. Recommendation was made to consult with a healthcare provider regarding diabetes management.